Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor would not sync with her transmitter. Her blood glucose was 317 mg/dl at the time of reporting. The sensor was returned. No additional information was returned.

Manufacturer narrative:
Two opened and or used sensors were both inspected and found both cannulas were retracted inside sensor base. One of two sensors had a broken cannula; broken part was still attached to sensor tubing.